Event description:
Reporting status: serious injury- required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the rca was stented with a xience v3.0 x 15mm; however, a dissection occurred proximal to the stent. A xience v3.0 x 12mm was used to cover the dissection. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection , as listed in the xience v instructions for use (IFU) is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, technique, and device size selection. The IFU also states "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." A conclusive root cause for the reported dissection, and the relationship to the device, if any, cannot be determined.